Event description:
While using a byte night aligners, patient reported that they want to stop treatment because the aligners have damaged their teeth, and their dentist has advised them to do so. Requested letter of recommendation from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.